Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 547 mg/dl. Troubleshooting for high blood glucose was performed. Customer's mother wanted to troubleshoot the insulin pump before customer was placed back on the device. Customer contacted their healthcare provider in regards to their high blood glucose. Customer experienced thirst, was given 12 units of lantus and then 2 more units. Customer performed the high pressure test and received a no delivery alarm.